Manufacturer narrative:
Other relevant components include: product ID: 8637-20, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: pump.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had a catheter failure in the past and the catheter was revised on (B)(6) 2012. It was noted the patient had withdrawal due to the catheter failure. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.